Event description:
It was reported when using the bd tube lihep plh 16x100 10.0 plbl gn, the device experienced clotting. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: a research arm has contacted me re:increased clotted bone marrow aspirate specimens. I do note that with some of our difficult collections, the bmb sample may be blood dilute and also taking longer to aspirate. This may be a contributing factor in some of the clotted samples. The research samples are also at a lower collection priority compared to diagnostic and clinical trial specimens which further exacerbate the problem above. The tubes used were certainly within expiry date however the lot number cannot be ascertained. We have opened a new lot of tubes and will be monitoring the situation on an ongoing basis.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd tube lihep plh 16x100 10.0 plbl gn, the device experienced clotting. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: a research arm has contacted me re:increased clotted bone marrow aspirate specimens. I do note that with some of our difficult collections, the bmb sample may be blood dilute and also taking longer to aspirate. This may be a contributing factor in some of the clotted samples. The research samples are also at a lower collection priority compared to diagnostic and clinical trial specimens which further exacerbate the problem above. The tubes used were certainly within expiry date however the lot number cannot be ascertained. We have opened a new lot of tubes and will be monitoring the situation on an ongoing basis.

Manufacturer narrative:
Investigation summary: material #: 367526 lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for the indicated failure mode clotting. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.